Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via phone, that at the beginning of an arthroscopic shoulder surgery, a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece, did not have any working suction. Procedure was completed with another vapr electrode and with a surgical delay of 10 minutes. No patient consequence reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that there were no patient consequences or impact to the user or patient.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece, did not have any working suction. The complaint device was received and evaluated. Visual inspections revealed signs of activation but in expected condition and no visual damaged founded. In the case of the suction presented spots along the tube, it could not be tested. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of activation and debris on and in the active tip. The suction tube of the device shows evidence of use, with evidence of dried saline within. However, the suction tube appears free from any blockage. The device cable, handle, shaft and plug appeared undamaged, and in an out of box condition. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, secondary capacitance, and hipot active return), as a result all parameters passed. The device was functional testing using vaprvue generator, the test included different values as a setting during ablate and coagulation mode (maximum, minimum settings, available waveform, flow rate, activation with ablate and coagulation) not issues presented during the activation and generator connection. Instead, in the flow rate was failed. Supplier summary: the initial customer complaint that the device ¿suction did not work¿ was confirmed. The suction flow test was measured to be zero flow. A blockage was identified within the suction port of the active tip; the blockage was found to be tissue debris. After several attempts the blockage could not be removed. This located the blockage at the distal tip and was found to be caused by tissue, the blockage could not be freed. From our investigation we were able to confirm the reported suction issue with the returned electrode however the cause of the reported suction blockage to be normal procedural debris (tissue) within the active tip which we were unable to clear during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A manufacturing record evaluation was performed for the finished device [u1907060] number, and no non-conformances were identified. Therefore, no containment or correction action related to this an individual complaint is required. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.